Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hbv results with the cobas® mpx - 192t assay for 4 donor patient samples tested on the cobas 6800 analyzer. The initial result of the 4-sample pool was positive for hbv. The repeat results of the individual samples were negative.